Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the test did not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported that on (B)(6) 2017 she was not feeling well and was feeling ¿shaky and sick¿, but when she attempted to perform a test, the meter would not start, so she self-presented to a hospital. At the hospital, a reading of 300 mg/dl was received on an unspecified device and customer was treated with an intravenous infusion of unknown type, presumed to be saline given the reading obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported the test did not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported that on (B)(6) 2017 she was not feeling well and was feeling ¿shaky and sick¿, but when she attempted to perform a test, the meter would not start, so she self-presented to a hospital. At the hospital a reading of 300 mg/dl was received on an unspecified device and customer was treated with an intravenous infusion of unknown type, presumed to be saline given the reading obtained. There was no report of death or permanent injury associated with this event.